Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The healthcare professional reports that the c-flex 570c iol remains implanted. Rayner has been advised that the crack was observed in the iol immediately after implantation and that one week past-operatively the crack is still present. The healthcare facility has stated that the crack is not in the pt's line of vision and that the pt's post-operative visual acuity is 6/6. A slit lamp photograph has been provided to rayner and is currently under review. Any further info received from the healthcare facility and the results of our investigation will be provided in a follow-up report. Our review of production records for the c-flex 570c iol batch 012e32465 showed that all manufacturing and quality checks were conducted with successfully results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (january 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 012e32465.

Event description:
Rayner intraocular lenses limited received notification from the brazilian distributor of an event that occurred during implantation of a c-flex 570c. Intraocular lens (iol). The event description provided states that upon implantation of the c-flex 570c the healthcare professional observed a crack in the lens.